Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a crack in the cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Investigation summary: an allegation related to the tubing has a hole/crack was reported. Product analysis was unable to confirm the reported event. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Device technical review: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported event. Investigation conclusion: the investigation conclusion code of cause not established was chosen because the tubing was not returned for analysis; however, the most probable cause could not be confirmed.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a crack in the cylinder connecting tube. No patient complications were reported.